Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73h1400490 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. The sample was returned with its trigger partially engaged. The staples appear properly aligned. The stapler was returned with (B)(4) staples remaining in the cover block indicating that at least 7 staples were fired by the end user. Reference files anp1900073444 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed properly but was unable to release from the device. This was repeated two more times with the same result. The returned complaint sample and a functioning lab inventory stapler were disassembled. The anvil & forming tool from the functioning lab inventory stapler was switched out with the anvil & forming tool from the complaint sample for both staplers. The staplers fired properly. However, when the anvil and forming tool were inserted back into the complaint sample, the staples were again unable to release. It appears that the staples that were unable to release were incorrectly bent. The sample was sent to the manufacturing site for further investigation. Upon functional inspection, the staples were again unable to release and were becoming stuck between the cover block and the bottom. It was observed that the bottom was damaged, which prevented the staples from firing properly. However, it could not be determined exactly how or what caused the damage to the bottom. It's possible that the observed damage occurred during use or as a result of the staples jamming. Reference file anp1900073444 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "jamming" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to release from the device. The sample was sent to the manufacturing site for further investigation. It was observed that the staples were becoming stuck between the cover block and the bottom. The bottom was found damaged, which prevented the staples from firing properly. However, it could not be determined exactly how or what caused the damage to the bottom. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that the stapler was found jamming during usage. Then changing a new one and there was no harm on the patient.